Event description:
It was reported that the right atrial (ra) lead dislodged. The physician cut the ra lead during the replacement procedure, but thought he cut the right ventricular lead as well. Both leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), which was distorted, and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism, the helix/lobe was distorted/bent, and the lead exhibited apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism and the lead exhibited apparent explant damage. (B)(4) no anomalies found. (B)(4) full lead, (B)(4) no anomalies found, (B)(4) full lead.